Manufacturer narrative:
Date of initial report: (B)(6) 2017. Date of follow-up report: 2017-06-23. One used lf5544 ligasure device was received. Visual inspection identified a piece of webbing was protruding from the clevis area. F urther examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue occurs when excessive tension is placed on the jaws, f orcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The webbing protruded through and damaged the insulation, causing it to fail hipot testing. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating "do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported an issue with a wire on the jaws of the device. No patient injury resulted and another device was used to complete the procedure. Examination of the received sample found a sharp piece of webbing protruding from the clevis area. The issue damaged the insulation, causing the device to fail hipot testing.